Manufacturer narrative:
Device evaluation: analysis of the extension found the #3 setscrew connector block was twisted in the molded rubber and that the twisting pulled the #3 conductor into the port of the extension, prohibiting a lead from being inserted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative involved with the event reported the patient experienced ¿interstitial cystitis related symptoms¿ with ¿burning upon urinating¿ due to her symptoms not being controlled. The patient¿s leads stayed in place during the procedure and were not removed. The patient was also implanted with another system and more leads in order to capture the symptoms that were not covered with the original leads. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: neu_wrench_acc, product type: accessory. Product ID: 3889-28, lot# [213252660, 213252645, 213200985, or 212323917], implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the whole lead could not be connected in an extension at the time of a lead revision procedure and that instead, one electrode stuck out. It was noted the lead revision was performed because the patient had two sacral nerve leads implanted, but her symptoms were not controlled. The surgeon pulled out the lead, wet it, and dried it to ensure it was cleaned. However, the lead still could not be fed back in the whole way. The 20cm extension was replaced with a 40 cm extension at the time of the event and the issue was resolved. There were no patient symptoms reported to be associated with the event. The cause of the issue was not identified and there were no external factors reported to have caused or contributed to the issue. The patient¿s lead remained implanted and in use at the time of report. The patient, who¿s indication for use was urinary incontinence and pelvic pain, was alive with no injury at the time of report. No further complications were reported or anticipated.